Event description:
It was reported from (B)(6) that the patient described a "switch of these two batteries from one [port] to the other port." The facility exchanged the two (2) batteries and gave the patient two (2) new batteries. The batteries will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist system functions as intended and to assess the effectiveness of the company directed corrective action. Device remains implanted.